Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (single gripper actuation issue) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the device analysis, a cause of the reported single gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced in the patient's left atrium and the grippers were being tested. It was noticed that the anterior gripper was not lowering. Standard troubleshooting was performed but the issue did not resolve. The cds was removed from the patient and replaced. The procedure was complete with one implanted clip, reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.